Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : there are four devices that were returned for evaluation and there was no indication which device had which defect identified in the event description. The first device was visually inspected and there were no anomalies identified on the exterior of the device. The trigger on the device was fired and functioned as intended. The rubber sleeve was removed from the distal end of the device and the tubing was in the correct location on the needle. The needle was inspected under magnification and no anomalies were found. There were no anchors or suture returned with this device. The next three devices all had one anchor sticking out of the needle in the distal end. They were still attached by suture. There are no anomalies on the exterior of the three devices. The three guns were fired and the second anchors functioned as intended. The sleeve was removed from the shaft and no anomalies were observed under magnification on the needle or on the tubing. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: event description. UDI:(B)(4).

Event description:
Additional information received by the affiliate reported there were no known patient or user consequences and fragments were not generated. The affiliate stated a competitor alternative device was available but the case was completed with another truespan device of a different lot. Additional surgical intervention was not required.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 5 for the same event. It was reported by the affiliate in malaysia that during a meniscus repair, it was observed that anchors on four truespan 12 degree peek devices and one truespan 24 degree peek device did not lock in the position when fired into the posterior capsule wall of the knee. According to the report, the surgeon started the repair on the medial meniscus (left leg) using 4 truespan 12 degree peek on the medial side of the meniscus with no issue. It was reported that as the surgeon tried repairing the tear that was close to the posterior horn with the truespan 12 degree peek, he fired the first anchor into the capsule wall, the needle penetrated the tissue but failed to stay in the tissue of the capsule wall. It was reported that the surgeon thought that it might have been an implant failure. It was reported that the surgeon opened another truespan 12 degree peek but the same issue occurred. It was reported that the surgeon thought that it was probably the angle that was not favorable and a truespan 24 degree peek was opened and the same approach was repeated and the same issue occurred, the needle penetrated the knee capsule but the first anchor didn¿t latch into the capsule wall. It was reported that the surgeon stopped trying at this point. It was reported that something similar occurred when the surgeon was trying to place hyalofast as a meniscus graft at the posterior meniscus. It was reported that the surgeon tried to secure the hyalofast using the truespan 12 degree peek and inserting the needle from the top of the meniscus and the needle penetrated the capsule wall but the first anchor didn¿t not attached to the knee capsule. It was reported that after considering that the capsule wall might be thinner on the upper side of the meniscus, the surgeon used another truespan 12 degree peek and approached the lower capsule wall first. But the first anchor did not attached on the wall either. After this the surgeon intended to do the same thing with the fastfix-360 but it also had the same issue where the anchor did not got attached into the capsule wall. As a result, the patient used 4 truespan on the medial side of the meniscus and 3 near the posterior horn of the meniscus and another 2 truespan on the posterior of the medial meniscus. The total of 9 implants were used. There was a total of 5 truespan that failed. There was no patient consequence and no surgical delay reported. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.